Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, the receiver was determined to be in good condition. The receiver screen displayed "call tech support" and hw error icon deeming this complaint reportable upon completion of the device evaluation on (B)(6) 2015. The customer complaint was confirmed. The root cause was determined to be a hardware component failure.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 the receiver would not turn on. Patient's father did not report any injury or medical intervention.